Event description:
The customer reported that the waste container on the unicel dxh 800 coulter cellular analysis system had overflowed instead of switching to the second waste container. The volume of the spill was 50 ml and the customer stated that the spill was not contained within the instrument, but was contained within the tray in the floor stand. The customer was wearing personal protective equipment consisting of a lab coat and gloves and no exposure or injury was reported. Patient sample results were not affected by the leak and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found the waste like sensors were switched when the floor stand was installed by beckman coulter, inc. The cause of the leak was the waste line sensors were improperly installed.

Manufacturer narrative:
(B)(4).